Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. The daily total of insulin was 44.6 units on 1/23/15, 43.35 units on 1/24/15, 34.2 units on 1/25/15, 38.0 units on 1/26/15, 20.05 units on 1/27/15, 42.65 units on 1/28/15 and 24.0 units on 1/29/15.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 for a broken ankle due to a fall. The cause of death was pulmonary embolism. The customer had kidney failure and the day of he passed away, was his first day of dialysis. The customer also had congestive hear failure and had a heart defibrillator. According to the spouse, the customer's blood glucose at the time of death was 140 mg/dl to 150 gm/dl, but he also ran as low as between 80 mg/dl and 90 mg/dl. The last recorded blood glucose was 279 mg/dl on (B)(6) 2015 at 6 pm. He was very nauseous and had two popsicles. The customer was wearing the insulin pump at the time of death. The customer was not on sensor therapy. He did not use sensors and was not wearing one at the time of death. The spouse agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.